Event description:
It was reported that the patient noted relief from the trial dose, but has not experienced relief of symptoms since the pump system was implanted in 2007. During the week of the following month, the catheter access port was accessed by a nurse from the pain clinic. The nurse was able to withdraw the medication from the catheter, but there was no cerebrospinal fluid obtained. It was determined that a catheter revision was needed at that time. In 2008, she was taken to the operating room for a possible catheter revision. During surgery, the surgeon aspirated the catheter and he determined that the catheter was patent as he was able to aspirate csf. Therefore, no catheter revision was performed at that time. Six days later, the nurse accessed the pump and withdrew 40cc of baclofen. The patient has severe spasticity and has been an inpatient in the rehab unit since her initial implant in original month. The pump initially contained lioresal 500 mcg/ml at a daily dose of 100 mcg; the dosage has been increased weekly and currently the patient receives 990 mcg/day. The patient was placed on oral baclofen and surgery to replace the pump is scheduled for 2008.

Manufacturer narrative:
.